Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that all the implants show signs of use as foreign materials coat the surfaces of the implants. For the articular surface the fracture surface is seen as the edge of the condyle is broken off. As the implant was not returned further evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical report: components cemented and stable on testing; no intraop complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall fit is appropriate. Medial compartment polyethylene wear with possible fracture of the polyethylene implant. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Medical product: astemmed tibial component precoat size 6 for cemented use only: catalog#00598004702, lot#62380573; cr-flex pct fem g-r minus: catalog#00595001706, lot#ni. G2: foreign: australia multiple MDR reports have been filed for this event. Please see associated reports: 0002648920-2023-00256; 0001822565-2023-02959. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, ten years and one month post-implantation, the patient was revised due to grinding noises in the joint while walking and poly fracture with metal-on-metal wear noted on x-ray. All components were exchanged without complication. Due diligence is in progress for this event; to date no further information has been reported.